Event description:
The pump was returned for investigation. Investigation revealed that the cartridge compartment was damaged. Additionally, evaluation revealed that the display screen text was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/02/2013 with the following findings: evaluation revealed that a large piece of the cartridge compartment was chipped off and cracked. During testing, the display screen text was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.